Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was noted that during in person follow up, the programmer showed 1.3 years of longevity, while the remote monitoring network showed 9.6 years of longevity. The physician was asked to wait for a programmer software update in order to establish an appropriate battery longevity estimate. The device is still in use. No patient complications have been reported as a result of this event.